Event description:
Inbound. Mom (B)(6) reports unable to load kg cadd ms3 cartridge in both cadd ms3 pumps after having difficulty drawing up treprostinil ln cartridge. Cartridge plunger would not tighten or stay in and air kept getting in cartridge. Cartridge lot 210720, expiration 07/19/2023. Cartridge wasted. No further details provided. (B)(6).